Event description:
A (B)(6) female a laparoscopic hysterectomy supracervical with power morcellation and removal of tubes on (B)(6) 2015. Pt had a small bowel injury during the surgery. A hole in the containment bag occurred without the surgeons awareness and the bowel got sucked into the bag. Unsure when the bowel was injured, removal of bag or during morcellation. The bag is stiff and not as strong as maybe it should be. The design of the bag and morcellation makes it a bit of a blind procedure.